Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported while monitoring, the central station did not generate alarms for ventricular tachycardia (vt), but the episodes can be seen in wave review. It was also indicated by biomed there was no known impact to patient care. Biomed and philips consultant simulated the scenario and vt alarms were generated at the central station per the appropriate alarm limits. While discussing the issue with biomed, it was explained that the vt is determined by heart rate and pvcs/minute. It does not appear there was a vt alarm at the time of the event, with alarm limits being heart rate>100 and pvcs>5. There were no strips available from the time of the event to confirm whether these limits were breached.